Manufacturer narrative:
The mid lad target lesion was reported to be: a 75% stenosis, not calcified, absent of thrombus, and type b1. The flow pre and post-procedure was timi 3. The mid rca lesion was reported to be a 99% stenosis and had timi 2 flow. These new events were identified during adjudication of all events from the dessert study by the clinical event committee. This adjudication occurred after closure of the study. The new events were reported to cordis corporation and are being reported following the guidelines for vigilance reporting (meddev 2.12). Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report #9610978-2007-00324 and #9616099-2007-01568.

Event description:
The report received from the study indicated that during an interventional procedure, a type c dissection of the mid anterior descending (lad) coronary artery target lesion occurred during pre-dilation with an aqua t3 2.5 x 10 mm balloon at 10 atm (adverse event/ae#1). A cypher select 3.0 x 18 mm stent was implanted at 14 atm to treat the lesion and the dissection. A relationship of the event (dissection) to the device and procedure was not provided. The patient also had a mid right coronary artery (rca) lesion that was not treated due to inability to access the lesion with an unknown guidewire. After the procedure, the patient was reported to have a non q-wave myocardial infarction (mi) and elevated cardiac enzymes. The adverse event (ae#2) of mi was reported to be a mild mace (medical adverse cardiac event) and have a probable relationship to the study device and a highly probable relationship to the procedure. The event was reported to be resolved. The patient was discharged five (5) days after the procedure.